Manufacturer narrative:
Insulin pump had blank white lcd and missing segments due to cracked lcd glass. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Moisture damage was found on the motor and force sensor during visual inspection. P-cap or reservoir locked properly in place. Pump received with minor scratches on the display window. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.